Manufacturer narrative:
The reported event could be confirmed, since review of imaging provided indicates loosening and the potential need for a revision if symptomatic. Medical affairs was consulted regarding this case. Per their review of the provided imaging, "the images show subsidence of the tibial component with the formation of bony cysts. The same holds true for the talar component to a lesser extent. If this subsidence/loosening is symptomatic, I can image it being a reason for revision. So far, the implant shows no irregularities." Additional information received from the initial reporter indicate the reason for revision to be ankle arthritis. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by loosening caused by ankle arthritis. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for subsidence of the tibial component due to the formation of bony cysts.